Event description:
Patient has on-x mitral valve replacement (mvr) done on (B)(6) 2014 re-admitted to hospital on (B)(6) 2014 after a stroke. Echo showed possible thrombus formation on leaflets, however, the valve remains functional and remains implanted.

Manufacturer narrative:
The device remains functional and implanted. It is not available for investigation. Could not get serial number information.